Event description:
Nurse 1 primed a baxter flogard 6201 infusion pump for use with a 250 ml bag of heparin and programmed a rate of 9ml/hr and volume to be infused (vtbi) of 175ml. This was confirmed by nurse 2. The device was started and the drip rate was noted as normal. One hour later nurse 1 returned and discovered that the IV bag was nearly empty (nearly 200 ml had been emptied). The pump's device log stated that total volume infused was only 8 ml. An initial inspection of the area revealed that there were no obvious signs of a fluid spill or defects with the tubing or bag. The safety clamp mechanism appeared to be working normally and the blue slide clamp was properly inserted into the safety clamp assembly. A query into the pt's vital signs from the cardiac monitoring system they were connected to showed that the pt had undergone a rapid fall in blood pressure over that same period which would be consistent with the type of medication the facility now assumes was delivered to the pt. The pump, tubing and bag were all detained and sent to clinical engineering for further testing.